Event description:
A malfunction alarm was reported without any preliminary notable events. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer would contact their healthcare provider to obtain alternate insulin therapy.